Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm while attempting to load multiple cartridges. The customer reverted to using a backup method to manage diabetes. The customer's blood glucose level was not impacted. The next day the customer successfully loaded a cartridge. As the contact did not have the pump present when tandem technical support was contacted, troubleshooting to determine the type of cartridge alarm that was received was unable to be identified.